Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse checked alignments and observed that reagent probe b was out of alignment. The fse performed the necessary alignment and verified the repair per established procedures. The fse performed a precision run on the analyzer which yielded acceptable results.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report suppressed results for ammonia for one (1) patient sample assayed with ammonia reagent on a unicel dxc 800 pro synchron chemistry analyzer. The suppressed ammonia results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the original ammonia assays for the patient sample yielded "oir lo" flags from the analyzer. The customer diluted the patient sample 1:2 and obtained a result of 151 umol/l. The customer reported that quality control results were within the laboratory's established ranges prior to the event.